Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va09kv6, implanted: (B)(6) 2013, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that after 2 to 3 years of implant they took an x-ray and it showed the wire was completely off the device. The healthcare professional (hcp) put the patient back to the hospital and connected the wire again, but it still did not help. The patient noted they had tingling, but no results. The patient noted they would like the device removed. The hcp told the patient he needs to get the manufacturer's consent. It is noted there was no date set for explant. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.